Event description:
The customer reported that there were memory failures, boot up failures, and lockups on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the bmda memory pc. The system is operating as intended.